Event description:
It was reported that the patient passed away on (B)(6) 2022 due to multi-organ failure, including kidney and right heart failure, and septicemia. The source of the patient's septicemia was unknown. The patient's right heart failure did not exist prior to left ventricular assist device (lvad) implant. The death was not considered to be device or therapy related, and the device operated as expected.

Manufacturer narrative:
Initial reporter phone number: (B)(6). (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(4), and the reported multi-organ failure, septicemia, and patient outcome could not be conclusively determined through this evaluation. Furthermore, a specific cause for the patient's septicemia could not be determined. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Multiple organ dysfunctions/failures, including renal failure and right heart failure, sepsis, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection". The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.